Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) on the continuous glucose monitor specific bg value was not provided; a correction bolus via the pump was delivered to address the bg. Reportedly, customer reverted to manual injections for insulin therapy.